Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number reason for original complaint ¿ asr revision. Left asr xl acetabular system. Reasons for revision: alval/soft tissue reaction, pain, noise. Date of revision: (B)(6) 2012. Addtional information received from kennedys, added product stem. This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New (B)(6) record created in order to update (B)(6) complaint number. Reason for original complaint ¿ asr revision. Left asr xl acetabular system. Reasons for revision: alval/soft tissue reaction, pain, noise. Date of revision: (B)(6) 2012. Additional information received from kennedys, added product stem. This complaint was updated on july 4, 2017.